Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because it was reported that one of the supply bag became disconnected, and line disconnection during therapy is a known cause of the se 2240.

Event description:
A customer contacted global technical service (gts) reporting a system error 2240/2367 (air in set) during dwell 2 on the homechoice (hc). The technical service representative (tsr) explained the message and informed the home patient (hp) to start over using new supplies or use manual bags and inform their registered nurse (rn). There was patient involvement. There was no serious injury or medical intervention reported.